Manufacturer narrative:
Initial reporter: full phone number (with extension) is (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disors. It was reported that the ins was at eos and the voltage was 2.80v. The device haderd been implanted for 6 months and there were short circuits with impedances of 89 ohms on contacts 1 and 3, which were active electrodes in the patient¿s programmed settings. No medical symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp stated that the cause of the fracture was due to the age of the lead as it was implanted in 2013. Furthermore, as the device was implanted so long ago the extension is "more move-able" today. No revision was performed as the neurosurgeon did not want to touch the device and risk having to replace the whole system, with the surgeon believing the lead to be the issue and not the extension. The hcp decided to program around the issue as a result. The patient's weight and related serial numbers could not be obtained. No further complications are anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3387-40 lot# v002359 implanted: (B)(6)2006 product type lead product ID 748251 unknown implanted: (B)(6)2006 product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp indicating the patient had a new ins implanted and they were programming around the short circuit, as the clinician feared a fractured in the lead. The lead/extension connection was not as high as it was originally placed, and the hcp suspected the connection may have slid down. The hcp was concerned if they tried replacing the extension they would damage the lead further and were trying to avoid brain surgery as long as they could.